Manufacturer narrative:
Submit date: 21-apr-2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found the unit¿s lcd had a pixel issue that caused the screen to be illegible. The unit was repaired, software updated and the unit was cleaned, tested and recertified per procedure. The unit operates properly.

Event description:
It was reported to covidien that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017, the tech found the display illegible due to pixel issue.